Event description:
It was reported that during an unk procedure, the device blocked and the knife would not go out. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Reset button armed bullet retracted post cut. Eval summary: the analysis results found that the instrument a, b and e were returned in good visual condition. The instruments were functionally evaluated and the reset buttons failed to return to the original position upon cutting and advancing through the skin test media, thus the blade can be exposed upon advancement. For instruments a and b, the failure was noted during two non-consecutive test sequences. For instrument e, the failure was noted in the last test sequence. Additionally, the housing cap was found detached from the sleeve assembly of instrument e. A preliminary investigation process has been initiated to address the finding. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch records were reviewed and the final quality release criteria was met before the batches were released for distribution.